Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient reported that the mesh had bunched up behind the vagina and eroded along two areas of the posterior vaginal wall. The patient has experienced painful cramps and heaviness in the abdominal area. Since 2004, the patient has experienced very painful intercourse which led to no intercourse in 2005. The patient reported that when bending down, it feels as if the mesh is cutting the opposite side of the vagina and she is unable to have a pap smear completed due to pain. The patient underwent a 3/4d scan which showed the mesh had moved and eroded. The mesh was removed in (B)(6) 2017 and the patient is still healing. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.